Event description:
It was reported that during implant attempt, the physician found a bending mark near the lead tip. When a guidewire was inserted, the mark disappeared. Once implanted, the "parameter" tested bad. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.